Manufacturer narrative:
This report is filed on may 22, 2017.

Manufacturer narrative:
This report is submitted on april 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2017 and patient was reimplanted with a new device during the same surgery.